Event description:
On (B)(6) 2012, patient reported the infusion device did not properly display an e1 cartridge empty error. The infusion device displayed an a1 cartridge low alert around 8:40 p.m. On (B)(6) 2012. She woke the next morning and pressed the check button around 12:30 pm, and the cartridge volume was 0 units. The alarm history was verified, and there was no d1 cartridge empty error. She reported the piston rod was correctly adjusted to match the cartridge volume. The infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.